Manufacturer narrative:
Document review: amistem h cementless femoral stem size 1 lat: ref. 01.18.141/lot 111239 ((B)(4) - stems produced/ (B)(4) sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.

Event description:
Reference importer # (B)(4).